Event description:
Follow-up identified the patient's scs ipg was explanted and replaced. The reported issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the was unable to communicate with her scs ipg and external devices. The patient stated the programmer displayed a communication error. The patient does not have stimulation therapy and was not sure when she last felt any stimulation. Surgical intervention may be taken to address the issue.